Event description:
During the atrial fibrillation ablation procedure, the patient became hypotensive and an effusion was confirmed using ice. A pericardiocentesis was performed which stabilized the patient. There was no performance issues with the abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3,h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. In addition, the tacticath se IFU warns that "high power should only be used in special circumstances and only when good contact force cannot be achieved". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the cardiac perforation remains unknown.